Event description:
If further information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
Jammed clip.device b batch # f5vc9p; mfg date: 6/08/2009 and exp date: 5/08/2013.device c batch # f5tx7t; mfg date: 2/09/2009 and exp date: 1/09/2014.device a was returned in good visual condition and with a blue cartridge reload. The reload was received void of staples. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely. The clip was removed from the jaws, the knife was returned to the home position and the device was opened. The device was tested for functionality with a test cartridge reload, and the device achieved complete 3-strokes and fired without any difficulties noted. The device opened and closed without difficulties. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Device b was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted.device c was returned in good visual condition and with no cartridge reload present.the device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted.a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right upper lobe vats procedure, the first stapler was fired with a blue reload for the first firing to transect the right upper bronchus, the surgeon discovered a great broken sound during firing. After completing the firing cycle, the knife retracted automatically and he found the bronchus was partial transected with malformed staples formation and bleeding occurred. Then, he decided to use another brand new device (second stapler) to transect the bronchus again, the staple formation was satisfied and continued to transect the fissure. During the fourth firing of the second stapler, he felt it had a little bit resistance to fire, so he decided to use another stapler to continue the surgery. The third brand new stapler was used to transect the fissure. During the first firing with blue reload, he didn`t feel any abnormal condition with complete firing cycle but the blade did not retract automatically. He used the manual release lever to retract the blade, but it did not work. It was found the third stapler was jammed, could not be re-open again and part of the lung specimen was trapped within the stapler. Thoracotomy was then performed for removing the third stapler and lung specimen. Scissors were used to transect for removing the third stapler with lung specimen. He used another brand device to complete the surgery. The third stapler was returned with specimen and the stapler could not be re-opened. Additional information 11/19/2009: patient transferred to ICU after procedure. Patient subsequently released from hospital and currently awaiting follow-up with physician.